Manufacturer narrative:
H3 other text: the cause of the reported problem was not confirmed as reported problem was solved by customer.

Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that operational check failed. No patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the self-check failed because the power-on prompt function is disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.